Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated that rebooting had occurred. There were zero unit boluses noted in the pump history. There was no damage found to the battery compartment. The threads on the battery cap were found to be stripped, and the battery cap was unable to maintain an electrical connection, resulting in power loss and rebooting. Investigation was completed with a test battery cap; using the test cap, the pump powered on normally with no alarms. No further power issues and no unprogrammed boluses occurred during testing. A normal bolus and an audio bolus were successfully performed and accurately recorded in the pump history. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. A review of the pump histories indicated that the daily insulin delivery totals were inconsistent due to the time and date resetting. The pump was exercised for 29 hours with no delivery issues.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 to report waking up to a low blood glucose (bg) of 33 mg/dl. The patient reported her husband woke her up because he could tell she was having a low blood sugar. The patient stated she treated the low bg with orange juice. At the time of the call, the patient retested her bg and it was up to 68mg/dl. The patient drank more juice and by the end of the call her bg was up to 107mg/dl. At the time of troubleshooting, the patient reported that on an unspecified date/time the pump had reset to the factory default date and time after rebooting the pump due to a call service alarm. At the time of the call, animas customer support noted that the pump's date and time were correct. However, review of pump's bolus history revealed 16 zero boluses tagged with a future date of (B)(6) 2012. The patient was unable to explain the boluses tagged with the future date. The patient did not recall noticing the pump being set to the incorrect date and denied having to have changed the pump's date/time with a battery change. Prior to the low bg, the patient claimed she had last tested her bg the evening prior ((B)(6) 2012) and obtained a result of 280 mg/dl. The patient reported treating the elevated bg with a correction bolus; however, did not recall how much insulin she took. During review of the pump's bolus history, customer support noted there were no record of boluses for (B)(6) 2012 and only one record for (B)(6) 2012. The patient mentioned the bolus history was not correct as she takes more than one bolus daily. The alleged issues remained unresolved. This complaint is being reported because the patient developed signs/symptoms of severe hypoglycemia while on insulin pump therapy. At this time it is not know if malfunction of the device or use error may have caused or contributed to the serious injury.